Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges inaccurate bolus advice. No adverse event reported. Requested back up file for evaluation; no longer available.